Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ before a new dexcom g7 continuous glucose monitor (cgm) sensor was started and the user experienced connection issues, indicating intermittent communication failure and a potential interoperability issue involving the electrical/antenna component. The user reported a blood glucose peak of 478 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the electrical and magnetic system and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.